Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. The lot number was unknown therefore a DHR review could not be conducted. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Information received via the post market clinical follow up healix survey. The doctor reported if off angle when placing the anchor, the tip can break.